Event description:
The customer reported that the subject device displayed a foggy image. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (foggy image) was not confirmed. In addition, service found that there was a gap on the bending section cover adhesive, the control unit was dirty, the universal cord and the video cable was discolored, there was a leakage due to pinhole at the bending section cover and a pinhole at the universal cord. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that due to leakages at the bending section cover and the universal cord, water invaded the device during user handling, it caused adhesion of moisture to the objective lens unit and the reported issue (foggy image) temporarily occurred. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to detect/ prevent the issue: ¿-inspection of the endoscopic image -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.